Manufacturer narrative:
H6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that they the customer is missing 5/6 lids from their order back in march could not be verified due to the product not being returned for failure investigation. Based on the information provided, the device history record review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months.

Event description:
It was reported while using bd sharps coll side entry 5.4qt pearl 20/pk the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter: mds-bd1 verbatim: we were notified that item bf305444's lid is missing.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sharps coll side entry 5.4qt pearl 20/pk the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter: mds-bd1 verbatim: we were notified that item bf305444's lid is missing.